Manufacturer narrative:
The field service representative found the valves needed cleaned. He cleaned the valves, ran 50 ise checks, and ran precision on the ise without issues. He verified all mechanisms worked properly. The customer ran post service calibrations and roche quality controls on the ise, the quality controls passed. The customer's biorad quality controls had been running low leading up to this event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect k+ for gen.2, ise indirect na+ for gen.2, ise indirect ci for gen.2 results on cobas 6000 c (501) module. The results were from the same sample. The initial sodium result was 194 mmol/l with a data flag, the test was auto-repeated with a result of 107 mmol/l, and then the test was repeated and the result was 137 mmol/l. The initial potassium result was 6.61 mmol/l and the repeat result was 3.6 mmol/l. The initial chloride result was 69.2 mmol/l and the repeat result was 107 mmol/l. The electrode lot number and expiration date were requested but not provided. These results were not reported outside of the laboratory.